Manufacturer narrative:
The evaluation of complaint data for the product and likely cause lot 68195be01 identified normal complaint activity. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances, or deviations. As part of the complaint overall investigation, an evaluation of lot 68195be01 clinical sensitivity was performed which demonstrated acceptable sensitivity per specifications, confirming that this lot is meeting the architect anti-hcv product requirement. A review of the product labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified.

Event description:
The customer reported false nonreactive architect anti-hcv results on two patients. The following results were provided: pt 1 abbott = 0.08 s/co; roche = 2.33 s/co (reactive), pt 2 abbott = 0.57 s/co; roche = 4.09 s/co (reactive), no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79, with 510k/PMA/bla number p050042.

Event description:
The customer reported false nonreactive architect anti-hcv results on two patients. The following results were provided: pt 1 abbott = 0.08 s/co; roche = 2.33 s/co (reactive), pt 2 abbott = 0.57 s/co; roche = 4.09 s/co (reactive), no impact to patient management was reported.